Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the customer received a power source alert which resulted in the pump battery fully depleting and the pump shutting off. During troubleshooting with tandem technical support, the customer was able to successfully turn on and continue charging the pump using a different wall adapter. Blood glucose was 95mg/dl.